Manufacturer narrative:
Additional information: h3, h4, h6, h11. H4: the lot was manufactured between september 07, 2023 and september 10, 2023. H11: three (3) actual devices were received for evaluation. A visual inspection was performed, and it was noted that there was leakage in all the samples. Functional leak testing was performed by hanging the devices with remaining fluid filled, and it was noted that a leak was identified from the administration port 2 bonding areas of all three samples. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted into the spike port tubing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 500 ml eva tpn bags leaked from administration port. This occurred while compounding the bag. There was no patient involvement. No additional information is available.